Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent low blood glucose after multiple unplanned meal announcements were entered over a short period, resulting in approximately 90 units of insulin delivery while the user was in bed; the healthcare provider subsequently chose to resume ilet use with safety limitations despite prior advice to discontinue. Symptoms included hypoglycemia to a very low level without loss of consciousness or seizure, which was treated with fast-acting carbohydrates and prompted ems contact. Outcomes included temporary interruption of ilet therapy and transition to alternate therapy pending provider direction. Investigation included review of device data and user history, clinical review with the care team, and assessment of use patterns and dosing behavior. Investigation of this case revealed user-initiated dosing inconsistent with recommended use and associated with mental health concerns, with no evidence of device malfunction. It was concluded that the event was related to improper use resulting in excessive insulin delivery, and the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.